Manufacturer narrative:
Investigation: the complaint of the z6ms transducer displaying an error message was investigated. After inspection and testing of the returned device, the most probable cause of the issue was determined to be mishandling of the z6ms. The articulation sleeve was found torn, which could have been caused by a sharp tool. It was recommended that the customer to take care in handling the transducers.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer intermittently displayed a usacquisitionhw_31 error message (overtemperature) during an unspecified procedure. No additional information was provided. Multiple attempts were made to obtain additional information regarding the reported phenomenon but with no results.